Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the minimed mobile application was not connecting to the pump. The customer was advised to restart both devices. The sensor was partially pulled out due to the tape not sticking, and the customer was receiving a 'sensor not ready' error with a question mark on the radio frequency (rf) icon. The customer requested assistance with pump programming. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6102, and mmt-7040a. Troubleshooting was performed for the unable to pair device, and the customer went over instructions to pair the device again from the beginning after the pump restart, and pairing was successful. Troubleshooting was performed for the loss of connection between the pump and mobile device, and unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for the smartguard is unable to enter auto basal, and the customer is requesting assistance with entering auto basal. Troubleshooting was performed for the tape not sticking, and the customer reported an issue with the sensor tape sticking. Troubleshooting was not performed for the power loss alarm. Troubleshooting was performed for the pump programming, and the customer was assisted with the requested programming. No harm requiring medical intervention was reported. No product return is required for mmt-1884 and mmt-7040a. Product return is not applicable for non-physical devices(mmt-6102).